Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, cloudy, deformation and weight to the spec. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "having complications," "hardening of right breast and swollen lymph node under right arm pit."

Event description:
Patient reported "having complications," "hardening of right breast and swollen lymph node under right arm pit." Healthcare professional additionally reported capsular contracture baker's grade iii/IV. Device was explanted. This record is for the right side.